Manufacturer narrative:
The pump has been returned to animas for eval. Eval revealed that the pump was intermittently not responding to up and down button presses. The keypad was removed and adhesive/contamination was observed under the button contacts. The keypad appeared to be intact with no lifting or peeling. Date of birth is unk.

Event description:
The distributor contacted animas alleging that the keypad button presses did not activate desired pump functions. There was no reported pt impact associated with this complaint.